Manufacturer narrative:
The analyzer serial number is (B)(6) . Calibration was last performed on the day of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 1 patient sample on a cobas e 801 analytical unit. The initial vitamin d result was >120 ng/ml with flag. The sample was auto-diluted and auto-repeated and the result was 68.9 ng/ml. The customer questioned the result and repeated the sample on another analyzer. The repeat result on a different analyzer was 109 ng/ml. The result of 109 ng/ml was deemed correct.

Manufacturer narrative:
Calibration was last performed on the day of the event. The field service engineer (fse) stated that the customer's calibration did not look acceptable and saw that the reagent pack being used was laying down with beads crusted on top. The fse performed precision testing and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.